Event description:
The physician was performing a stone extraction with a soft wire basket and a lithotriptor. The stone was captured and the basket was attached to the lithotriptor. Force was applied to the basket and the basket impacted on the stone. Due to the stone's size the basket could not be freed. The pt was sent to surgery to remove both the stone and the basket. The pt is in satisfactory condition.